Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending (lad) artery. A 16 x 4.00 promus premier¿ stent was selected to treat the lesion; however, the device was unable to cross the lesion. When the device was retracted into the guiding catheter, resistance was encountered. The device was removed from the patient without issue. Upon inspection, it was noted that the middle of the stent was lifted. The procedure was completed with a 3.5 x 12mm premier stent. No patient complications were reported and the patient's status was good.